Event description:
(B)(4). I felt "beeter" after that episode. Essure continues to weaken me. My stomach is disfigured! Im tired of being tired! Confirmed uterus is enlarged due to inflammation.

Event description:
(B)(4). I was taking bactrim for a uti. The side effects were ripping my insides apart. My back ached like I was dropped from a tall building. I wanted to go to the ER. I stayed in bed drinking water to flush out the infection and the bactrim. I felt bett...